Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: hcp has a general problem. They used non-plus sutures for their patients (the little babies). Now they have to use plus sutures and the little ones have wound infections. Since we are using plus sutures, we have infection/wound healing disorders. The ¿normal¿ size of their patient is less than 1 kg ¿up to teenager or adolescent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the wound dehis? If yes, what tissue dehisced? Onset date/time of dehiscence? (# post op days) is it known how the wound dehisced? How was the dehiscence managed? Please describe any medical/surgical intervention required for this suture event including dates and results. Please describe the appearance of the suture during the second procedure, if applicable. Were there any precipitating patient stress factors for the sutures untying, breakage or pulling out of the tissue? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What was the rationale for use of monocryl plus absorbable suture in the scalp? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported in the context of a study that a pediatric patient underwent an unknown procedure on an unknown date and suture was used on the scalp. Post-op, the patient experienced a wound healing disorder. Four weeks after surgery, the patient had persistent crust formation on the wound, with excretion of serous fluid. Later on, wound dehiscence on one wound end with minimal redness, without pus. Application of disinfection (octenisept) was done on the wound. The patient was prescribed, antibiotics of amoxiclav peroral, there was a delay of wearing the cranial orthesis. The current status of the patient was reported as 2.5 months after surgery with good wound healing. No lot number was available. Additional information was requested.